Event description:
The pt had a 2.5cm myoma in the posterior wall of the uterus and the vrs scope was used to vaporize the myoma. During the procedure the scope was rotated 180 degrees in the pt due to the location of the myoma, this resulted in using the electrode in an upside down position. The procedure was uneventful until approx 25 minutes into vaporization when the pt became hypoxic and hypotensive while under general anesthesia. Resuscitation was immediate, brief and effective. The pt required further assisted ventilation during the remainder of the procedure. The surgeon completed the case with no further reported pt complications.